Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation was performed based on the electronic log file. A sporadic malfunction of a cpu board which controls the device-internal communication between user interface and vgc (ventilation and gas controller) was identified to be root cause of the reported failure. This leads to a shutdown of the ventilator and gas mixer simultaneously. In this situation, the device automatically switches to monitoring mode while alarming the user to this condition by means of a corresponding alarm. Manual ventilation with emergency oxygen dosage remains possible including the application of anesthetic gas as well. The monitoring functionality remains unaffected. The procedure how to establish the emergency gas supply is described in the IFU. Based on the logfile, it was found that, in contrast to the initial information, the o2 emergency delivery was not opened during the reported case as the corresponding entries in the logfile are missing. After the device was shut down and restarted, before starting the self-test the function of the o2 emergency delivery was checked (according to manual check list) by the user and the corresponding codes were logged in the logfile. Thus, the position detection of the valve for o2 emergency delivery worked as specified. Dräger finally concludes, that the device has reacted according to its safety concept and has performed an emergency shutdown of the affected components accompanied by the respective alarms. Similar cases are known ¿ however, the exact failure mechanism could not be determined during in-depth analysis. It was only possible to narrow down the root cause to the respective pcb. The fact that the identical type of board is used in the workstation twice and does not exhibit malfunctions in the second application periphery makes a general design issue rather unlikely. A reasonable explanation would be electrostatic discharge of the user during interaction with the device or any other kind of electromagnetic disturbance that exceeds the immunity barriers of the device. The primus was developed in compliance to the requirements of iec 60601-1-2. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that a ventilator and fresh gas delivery failure occurred during operation. The o2 emergency delivery could only be activated by the user on the second attempt as additionally reported. There was no patient injury.